Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the battery lock clip was bent. This physical damage is not related to the reported complaint that the autopulse platform displays an error message. The autopulse platform is a reusable device and was manufactured on 09/24/2008. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the platform archive log showed multiple user advisory (ua) 7(discrepancy between load 1 and load 2 too large) messages on (B)(6) 2015 and also on the reported date (B)(6) 2015. The platform was functionally tested and found that both single point load cell modules were not functioning properly which resulted in the autopulse displaying user advisory (ua) 7 ((discrepancy between load 1 and load 2 too large) message. The load cells were replaced to remedy the issue. In summary, the customer's reported complaint of autopulse displaying ua 7 was confirmed during archive review and functional testing. The root cause for this error message was the defective load cells which were replaced to remedy the issue. The platform passed all final functional testing.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to zoll.

Event description:
It was reported that during patient use the autopulse platform (B)(4) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). No information was provided on what transpired after the user advisory was received. No patient information was disclosed and no additional information was available.